Event description:
It was reported that during a ventricular tachycardia electrophysiology study, pulsed field ablation and radiofrequency ablation lesions were delivered, a radiofrequency output error occurred and a drop in current was reported to have caused premature termination of a radiofrequency lesion. During radiofrequency applications, electrocardiogram signals were reported to become saturated with noise and unreadable for the duration of the applications. After ablation in the left ventricle and right ventricle, attempts to cross back into the left atrium using the catheter were unsuccessful, and the catheter was removed and a second transseptal puncture was performed. After transseptal access was obtained, small char was observed adhered to the side of the catheter lattice; the material was reported to have originated from the right ventricle and left ventricle. Poor deflection was also noted. The procedure was temporarily interrupted, the catheter was replaced, and the procedure was completed. An anticoagulation medication was used, continuous irrigation was maintained on the catheter and sheath, and heparinized saline was used to flush the sheath. The patient was extubated and left the lab in stable condition with no injury, and the event was reported as recovered/resolved. The investigator assessed the event as possibly related to the index procedure, possibly related to the ablation catheter, and possibly related to another ablation procedure device, and the sponsor assessed the event as having a causal relationship to the index procedure and a causal relationship to the ablation catheter, with a possible relationship to another ablation procedure device .the case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: afr-00004 product type: rf generator product ID: afr-00003 product type: mapping system medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.